Manufacturer narrative:
(B)(4). The post market surveillance is in the process of requesting medical records and treatment data in relation to this event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
The user facility progress notes which were provided for an unrelated event stated that a patient experienced chest pain while undergoing a hemodialysis treatment on (B)(6) 2016. The chest pain remained after turning off the ultrafiltration, and administering sublingual nitroglycerin and a saline solution bolus. The patient was sent to the emergency room for evaluation. No other event related information was made available. The unit remains at the user facility. No parts are available for return to the manufacturer for analysis.

Manufacturer narrative:
Manufacturing investigation: a sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all naturalyte dry pack bicarbonate concentrate products from the reported catalog number (08-4112-2) shipped to this account within the selected time frame. A records review was performed on the five (5) lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A definitive conclusion regarding the involvement of the concentrate product could not be reached without a physical analysis of the dialysate used during the reported event. A retrospective review of the batch production records (bpr) for finished product, delivered to the client, during the specified time frame, failed to identify any non-conformances and/or abnormalities during production that could have caused or contributed to the reported event. Therefore, no evidence of a manufacturing problem exists to substantiate a causal relationship between the concentrate product and the reported event. Naturalyte dry pack bicarbonate concentrate is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample. Clinical investigation: the patient medical records were provided by the facility on february 19, march 16, and march 17, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The medical records received march 16, 2016 do not contain information on this event. Medical records do not contain hospital records (including progress notes, physician orders, lab/diagnostic tests or admission/discharge diagnoses) for review. Medical records do not contain ems progress notes or flow records for review. There is no documentation in the medical record that indicates a causal relationship between the naturalyte dry pack bicarbonate concentrate product and the patient¿s chest pain. There is no documentation in the medical record that indicates the cause of the patient¿s chest pain. Medical records reveal the patient has had a significant cardiac history including chronic diastolic congestive heart failure, myocardial infarction, and cardiopulmonary arrest during hemodialysis and carotid artery stenosis. These diagnoses could lead to unanticipated chest pain with or without hemodialysis treatment. Without the aforementioned medical record, a conclusion cannot be made as to the causal relationship between the patient¿s hemodialysis treatment and concomitant products from the (B)(6) 2016 hd treatment and the patient¿s chest pain.

Event description:
A review of the patient medical records provided the following event information. On (B)(6) 2016, the patient presented to the clinic for a routine hemodialysis (hd) treatment. Patient¿s hd therapy was initiated at 11:37 am without any problems. At 12:35, the patient experienced chest pain during treatment. The ultrafiltration was turned off and the patient was administered sublingual nitroglycerin and a saline bolus. Patient continued to have chest pain and hemodialysis was discontinued at 1:07 pm. Patient was sent to the emergency room via ambulance. The following hemodialysis orders for the (B)(6) 2016 treatment were noted: 2008t hemodialysis (hd) machine; optiflux 160nre dialyzer assembly; dfr manual 600ml/min; dialysate composition 3.0k, 2.5ca, 1.0mg, 100 dextrose; sodium (meq/l) 140; bicarbonate machine setting (meq/l) 32.